Event description:
It was reported that during a cranioplasty titanium onlay procedure that the screws were to be used for fixation in addition to other size screws. However, during both attempts to screw in the 7mm screws, the screws broke off at approximate two thirds and three fourths of the way into site. The cranioplasty implant was removed and the broken screws were removed. The cranioplasty implant was re-implanted with shorter screws to complete the procedure. There was a thirty-two-minute delay in order to remove the broken screws. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). A2: year of birth: (B)(6). D10 ¿ medical products item# 91-6107, lot# unk; 1.5x7mm ht sd x-dr screw customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was completed on the returned quantity of two screws. Both screws show signs of attempted use including heavy marking and scratching on the heads of the screws. Both screws were returned fractured. Only one of the two fractured screw tips were returned. That tip is heavily scratched. The screws were sent to sem for fracture analysis. The screws were reviewed with scanning electron microscopy (hitachi su5000) and eds (oxford x-maxn). The fracture surface artifacts including sheared ductile dimples suggest the torsional overload failure mode for both screws. Semi-quantitative elemental analysis suggests the material is ti-6al-4v with surface contamination. For both screws the complaint is confirmed. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d9, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.